Event description:
An alarming issue was reported with the adc freestyle libre 2 sensor. A customer reported that the sensor did not alarm when his glucose was low and he experienced a loss of consciousness. The customer was unable to self-treat and his parent administered glucagon and was able to self-treat with orange juice after an hour of initial treatment from his parents. A post-treatment reading of 90 mg/dl was obtained on an unspecified device and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00310w6w has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 3 (paired state). Visually inspected the sensor plug assembly, and no failure modes were observed. The sensor was activated with a known good reader, and a linearity test was performed. Low glucose alarm did not trigger. Further extended investigation was performed. Visual inspection was performed on the returned sensor puck, and no issues observed. Low glucose alarm functionality was tested with a known good reader while placed in the approved test fixture. A low glucose alarm was succesfully triggered, idicating that the returned sensor puck has a properly functioning low glucose alarm. No product malfunctions or issues were identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc freestyle libre 2 sensor. A customer reported that the sensor did not alarm when his glucose was low and he experienced a loss of consciousness. The customer was unable to self-treat and his parent administered glucagon and was able to self-treat with orange juice after an hour of initial treatment from his parents. A post-treatment reading of 90 mg/dl was obtained on an unspecified device and no further treatment was reported. There was no report of death or permanent injury associated with this event.